Event description:
The physician observed an area of opaqueness on the upper right quadrant of the optic post-operative implant of the lens. Lens removed and replaced. Upon removal, physician noted that lens appeared clear.